Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user was using 5cc to inflate the balloon and it would not inflate fully and was making the balloon off center. The user also reported that the balloon did not deflate properly and deflated predominately to the left. The event dates have ranged from (B)(6) 2017 to (B)(6) 2018.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted two opened (unsealed original packaging present), unused silicone catheters present. Visual inspection of the catheter surface noted no obvious visible defects. Both catheter balloons were inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water). No resistance to balloon inflation was observed. No lumen to lumen leakage was observed, and no leaks along the shaft or around the catheter balloon were observed. Balloon concentricity was observed to be 60:40 and 50:50, which was within specification. Catheters were allowed to rest for 60 minutes. No leaks were observed in this time period. The catheter was then flushed from drainage funnel to eyes with 100ml of methylene blue. No leaks were observed along the shaft. Both catheter balloons passively deflated 10ml of methylene blue with no cuffing or ridges were observed on any of the balloons following deflation. No resistance to balloon deflation was noted. Active length of the catheter balloons was measured (0.6210" and 0.7620") and found to be within specification (0.6" - 0.9"). French size of the catheter balloon after deflation was measured (20 fr and 21 fr) and found to be within specification (+4 fr size difference). Overall catheter length was measured (16.98" and 17.23")and found to be within specification (16.875" - 17.875"). Both catheter balloons were then gently cut away and the inflation notch was found to be completely perforated for both catheters. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "lubri-sil® i.c.®anti-microbial all-silicone foley catheter with bard®hydrogel and bacti-guard®* silver alloy coating infection control all-silicone foley catheter 100% latex free warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: aggressive traction particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection.¿ at the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon.if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities."

Event description:
It was reported that the user was using 5cc to inflate the balloon and it would not inflate fully and was making the balloon off center. The user also reported that the balloon did not deflate properly and deflated predominately to the left. The event dates have ranged from (B)(6) 2017 to (B)(6) 2018.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "lubri-sil® i.c.®anti-microbial all-silicone foley catheter with bard®hydrogel and bacti-guard®* silver alloy coating infection control all-silicone foley catheter 100% latex free warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: aggressive traction particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection.¿ at the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon.if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities."

Event description:
It was reported that the user was using 5cc to inflate the balloon and it would not inflate fully and was making the balloon off center. The user also reported that the balloon did not deflate properly and deflated predominately to the left. The event dates have ranged from (B)(6) 2017 to (B)(6) 2018.